Event description:
According to the event description: staff nurse a reported to nurse in charge on nd (09/10/24) that the blood transfusion patient a is receiving was not progressing in the unit bag of rbc as is expected. Rbc commenced at 16:20 on october 9 2024. When staff nurse a attended patient a the blood bag was nearly full. On inspection of the braun pump by the nurse in charge volume to be infused is noted as 14.49mls. The issue was reported to clinical coordinator and blood staff by the nurse in charge. Advised to stop the transfusion within 4 hours from the fridge. It has been documented that clinical observations on patient a was recorded 15mts on commencing transfusion followed by every 30mts. Unit of rbc bag was preserved as advised to keep as evidence for further investigation.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint:(B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: m030002. Hours of operation: 17764. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-11-06 were investigated. A space line was selected and the infusion started with a rate of 69,43ml/h and a volume of 243ml over 3 hours and 30 minutes at 16:35pm. The pressure alarm occurred three times. The reason for the alarm could not be clarified. The infusion was stopped at 20:04pm. At this time, 228,51ml was infused. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and was slightly dirty. The p2-connector was broken. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,69%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device was slightly dirty but no other visible damage was found. ---------------------------------------------------------------- judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.